Event description:
It was reported to philips that the system failed to perform exposures. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system did not expose, the screen will flash. Upon some functional test fse found disk space was low. Fse deleted patient images recreated image disk and reinstalled ippc. After reinstalled system were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.